Event description:
The staff who was on the case stated that when the physician was using the catheter, he noted that upon moving the deflectable handle, the distal portion of the catheter would not deflect like they normally do. He decided to remove the catheter. We then opened up another catheter of the same kind and the deflection on it was ok.